Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device had ruptured during patient use. According to the report, the reservoir rupture occurred during the end of infusion. The device was filled with ciprofloxacin (300mg/150ml sodium chloride 0.9%). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired.